Event description:
Follow-up identified he issue resolved with surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained of pain at the ipg site. The patient was admitted to the hospital where the staff inquired how to turn off the stimulation.

Event description:
Follow-up identified the patient underwent surgical intervention on (B)(6) 2017 to perform pocket revision. The ipg was replaced during surgery.